Event description:
It was reported that the left ventricular (lv) lead had high thresholds and phrenic nerve stimulation due to dislodgement. The implantable cardioverter defibrillator (ICD) had decreased longevity due to the increased lv threshold. The lv lead was reprogrammed. The lv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).